Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, an occlusion alarm occurred. The customer's blood glucose was 230 mg/dl. Multiple follow-up attempts to perform troubleshooting were made by tandem technical support however the customer did not respond.